Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced universal surgical manipulator due to repeating error 23068 and tested the system. The system is ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered the 23068 error. System and remote recorded as errors of 23068, 1173 on degrees of freedom (dof) 5 repeatedly. The usm went to pftp test 0940 and failed lissajous and agc current dof 5. When the unit tested on pftp test 0960, it kept failing on all tests. When original isa board replaced with a gold one and retested, the unit passed all pftp test 0960. Isa printed circuit assembly (pca) will be replaced as a fix to the reported problem. The root cause is contributed to component failure. A report review was performed. The cholecystectomy procedure was completed on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse investigation revealed the error 23068 related to the primary sensor latency error. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported a recoverable fault happened before operating room staff started the case. The operating room staff disabled universal surgical manipulator 1 (usm1) before calling. The surgeon completed the case robotically using usm2, usm3 and usm4. Viewed onsite logs, found error 23068 on usm1, axis 4. Informed operating room staff that usm1 needs service. Operating room staff requested field service engineer call as soon as possible to discuss service. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.